Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the device triggered replacement indicator while implanted. Moreover, it was noted that the device failed labeled longevity based on incoming testing. A failure mode of premature battery depletion (pbd) was noted. However, the device passed the alternate calculated longevity. Further, normal telemetry operation was noted, visual inspection noted no holes in the seal plugs and the leads were fully seated in the lead barrels. Also, setscrews move freely. In addition, no hardware reset was logged. The device passed all further electrical tests.

Event description:
Boston scientific received information that this pacemaker was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the pacemaker did not meet longevity expectations.